Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The blood glucose reading is 212 mg/dl. The insulin pump passed the displacement test. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Motor passed motor test.